Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The return of the device involved has been requested along with add'l event info. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter was leaking from the venous/arterial pigtails (extension legs). No pt harm has come as a result of the issue, although, the catheter had to be replaced less than 7 days after being placed.